Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by not feeling well. The cause of peritonitis was unknown. Two days after not feeling well, the patient was hospitalized for peritonitis. The patient was treated with three unspecified antibiotics for peritonitis. The patient was discharged after nine days in the hospital and antibiotic treatment was ongoing for ¿a couple more days¿. The patient¿s outcome was not reported. At the time of this report, the patient was performing hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.